Event description:
It was reported that a filter was placed prophylactically prior to knee surgery. The filter placed was slightly higher in the vena cava than where the doctor usually places it. After review of post deployment cavagram, the doctor was satisfied with the location of the filter. The following day, the pt presented at the hospital with back pain. Mr revealed that the filter was tilted and some of the arms were bent upwards. The doctor decided to remove the filter. The first percutaneous attempt to remove it with a recovery cone was not successful. The doctor then elected to remove the filter with a snare. Pt is fine.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The filter was not returned for evaluation, as it was discarded by the customer. Without a sample, a lot number and with limited pt and procedural info, the definitive root cause could not be determined. The IFU for this device states: position the filter tip 1cm below the lowest renal vein.